Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm had been off between 40-100 points. She stated she had such a bad low sugar reading that her husband had to call the paramedics because he found her unconscious. She stated when the paramedics arrived, they checked her blood sugar and the meter was reading in the 40¿s, compared to the cgm reading in the 80's. The paramedics treated the patient with d50. At the time of contact, the patient was doing okay. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.